Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, the esheath+ went into the patient appropriately, however there was some difficulty when inserting the valve. Upon looking under the x-ray, the valve strut was visible outside of the esheath+. An attempt was made to pull back, twist the delivery system and move forward, however there was still some difficulty. The decision was made to remove the delivery system and esheath+ together and replace with new everything. There was no patient injury and the patient was discharged after a successful implant. The perceived root cause of the event is the calcium not allowing for flexibility of the valve to track through.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: (B)(4). Investigation is ongoing.

Manufacturer narrative:
The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual evaluation. Due to the nature of the complaint, no functional or dimensional testing were performed. The complaint was confirmed through visual examination. The returned device was visually examined for any abnormalities and the following was observed: crimped valve: one (1) strut bent outwards at the inflow side. Post-expanded valve: bent strut was corrected after expansion. Leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Imagery was provided and the following were observed: strut of associated valve punctured through the sheath. Tortuosity and calcification present in the patient's access vessels. Imagery was provided by the site and reviewed and revealed the following: patient's access vessels had presence of calcification and tortuosity. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. Per the technical summary written by edwards lifesciences: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for frame damage was confirmed based on returned device evaluation. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (high push force) likely contributed to the event as reported and as observed in the imagery evaluation. As reported, 'there was some difficulty when inserting the valve', 'there was also a bent valve strut', and 'the perceived root cause of the event is the calcium not allowing for flexibility of the valve to track through.' Per imagery review, calcification and tortuosity were observed. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. A product risk assessment (pra) is captured in the technical summary, which applies to this complaint event. The risk outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or the inability to introduce delivery system/loader and advance through sheath, prolonging procedure, which did occur during this event. Trending analysis indicates complaint rates are within the control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.